Event description:
Core biopsy performed on (B)(6) 2012. During tissue retrieval from the pt's breast, a wire on the wand (probe) capture basket broke. One of the capture basket's struts then pierced outward from the breast tissue through the skin. A stitch was required to close this wound. F/u info provided on (B)(6) 2012 indicated that the pt was healing normally and no add'l intervention was required.

Manufacturer narrative:
Device not returned for eval. A photo of the subject device was rec'd and inspected. A review of the device history records for the lot number for this device revealed no issue with manufacture, testing or inspection of wands. The lot contained a total of 100 units. All have been distributed to customers; it was not possible to test a device from the same lot as the device in question. No other complaints have been reported for this lot number.